Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed. Eval, method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval has been completed.

Event description:
The customer reported that on two separate occasions, the hub detached from the catheter. The failure was noticed during hand injection. No further info was provided. No harm or injury was reported. This is one of two reports for this complaint: 1628221-2011-00030.